Event description:
Covidien received information stating that an 840 ventilator was inoperable. The ventilator was no in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction in the memory logs. The cse inspected the device and performed a calibration of the device. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).